Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a laparoscopic adjustable silicone gastric on (B)(6) 2001. Due to a leakage and failure of the band, the patient underwent a band replacement surgery on (B)(6) 2012.